Manufacturer narrative:
.

Event description:
In 2007: the patient's pump was last refilled five months earlier, and started alarming three months later. The patient never sought medical assistance and is now in the hospital and ill. The hcp indicated that her pump was dry and indicated that he wanted to refill her pump. The drug contained in the patient's pump was not available at the time of the call. Additional information has been requested, but was not available at the time of this report.